Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that that the tubing disconnected at connection to the patient and leaked onto a blanket. The patient's IV was restarted to continue the infusion. No patient harm was reported.

Event description:
The customer was complaining that her blanket was wet during the infusion. Upon examination, the nurse noticed that the set tubing directly below the y-site closest to the patient separated between components. The patient required an additional IV restart to continue her infusion. No patient harm was reported.

Event description:
The customer was complaining that her blanket was wet during the infusion. Upon examination, the nurse noticed that the set tubing directly below the y-site closest to the patient separated between components. The patient required an additional IV restart to continue her infusion. No patient harm was reported.

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. During visual inspection, it was noted that the vinyl tubing was completely separated from the distal smartsite outlet port near the male luer. The root cause of the customer¿s report was identified as a manufacturing issue of no solvent being applied at the engagement.